Manufacturer narrative:
(B)(4).

Event description:
Further evaluation of the event file reported that the patient was bedridden for 3 days due to their pain. In addition, the patient needed periodic and consistent adjustments to their device settings. It was believed that the ins was not functioning properly. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that the patient experienced a warm sensation around the implantable neurostimulator (ins) during recharging which started happening in the last 2 months or so. This occurred only during the recharging and not reported when the stimulation was in use. Evaluation of the last recharging session noted that the recharging temperatures reached 101 degrees and recharging was stopped. No malfunctions were detected and it was determined that the heating may have been caused by poor coupling between the recharger and the ins. The patient was reported as getting good stimulation to their target area. Recharging re-education was done with the patient. The patient stated that the poor coupling issue started after a fall caused by a seizure (history of epilepsy). It was subsequently reported that the patient experienced a shocking sensation in the pocket area when the ins was on. No high impedances were measured. Due to the patient's continued recharging issue and the shocking, the physician decided to replace the ins which was performed on (B)(4) 2012. Following the replacement surgery, that patient was reported as doing great with no further complaints. See also manufacturer's report # 3004209178-2012-01903 for subsequent ins issue.

Event description:
Additional information stated the patient felt the heating sensation during recharging was painful. It was also reported the patient needed to recharge their device more frequently than previously. It was incorrectly reported that the patient was bedridden for 3 days due to their pain, needed periodic and consistent adjustments to their device settings, and believed that the ins was not functioning properly. These statements were incorrectly added and were associated with a separate call record.

Manufacturer narrative:
Analysis results for neurostimulator, model 37712, serial# (B)(4), showed no significant anomalies.

Manufacturer narrative:
Lead model 39286-65 serial #(B)(4) implanted: (B)(6) 2009 explanted: na; programmer model 37743 serial #(B)(4); recharger model 37752 serial #(B)(4).